Event description:
Patient was called in regard of the fsn crm-sal-2023-001. At follow up, the patient did not show any of the signs of early battery depletion (0.36kohm). On (B)(6) 2023, the next follow up is scheduled on (B)(6) 2023 and a pacemaker replacement will be scheduled.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Patient was called in in regard of the fsn crm-sal-2023-001. At follow up, the patient did not show any of the signs of early battery depletion (0.36kohm). On (B)(6) 2023, the next follow up is scheduled on (B)(6) 2023 and a pacemaker replacement will be scheduled.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.